Manufacturer narrative:
Correction - no malfunction, serious injury or death. Received additional information on 19 feb 2018 that the nurse received a superficial skin cut. There was no "further treatment on her finger". She is having blood tests to follow-up per the hospital infectious diseases protocol. Investigation - evaluation: a review of the complaint history, specifications, documentation, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The manufacturing documents in place at the time of manufacture were reviewed and no notable gaps in production or processing controls were identified. The complaint device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Per the report from the facility, the user was unfamiliar with the device and used it incorrectly. Based on the information provided, and the results of the investigation, the root cause has been determined to be user technique. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, while handling the scalpel that was included in the turbo-flo single lumen central venous catheter set, the operator sustained a cut to their finger. The operator was reportedly unfamiliar with the usage of the product. The device did not come into contact with a patient, and the injured party is being managed according to the protocol of the hospital where the incident occurred.